Manufacturer narrative:
(B)(4). The customer reported that during the use of an avalon fm30 fetal monitor, there was a stillbirth. The mother had a heart frequency of 60-80 bpm and the fetal had a heart frequency of 120 to 140 bpm. The initial info indicated that the baby had been dead for several days before monitoring began. There is no indication that the clinicians verified fetal life before starting monitoring (as specified in the device labeling, instructions for use). The avalon fm30 fetal monitor is still in use at the site. This is being reported only because use of the device was coincident with the stillbirth. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that during the use of an avalon fm30 fetal monitor, there was a stillbirth.